Event description:
Obituary search performed for the patient revealed that the patient had passed away. Per the obituary, the patient passed away suddenly due to a seizure. The obituary also noted that the patient struggled with addiction and seizures. No other relevant information has been received to date.